Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify charge/battery lasts less than expected anomaly and missing segments/partial display anomaly due to buttons not responding. Device received with minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons not as responsive but had to press twice. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had an unexplained random no delivery alarm, screen had scratches, battery life was not lasting as long, screen was discolored and had rainbow effect and difficult to read content of screen sometimes in bright light and insulin pump was once locked up and was non responsive once or twice. The insulin pump will not be returned for analysis.